Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information, the physician reported a tear in a restorelle y contour. Mesh tore, bad cervix came out. Fecal incontinence also occurred. The physician did a re-do by buttressing upsylon to mesh that remained.